Manufacturer narrative:
Please note update to section regarding the correct implant date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post-implant pulmonary embolism. The information also indicated that the patient has experienced blood clots, clotting, occlusion of the inferior vena cava (ivc), mental anguish, regular headaches and lifelong use of blood thinners. Approximately twelve years post implant the patient submitted for a computerized tomography (CT) scan which indicated that the filter had tilted, the patient is also reported to experience pain related to the tilt. The indication for the filter implant was a severe closed head injury with a right lower leg deep vein thrombosis (dvt). The filter was placed via femoral access and deployed directly inferior to the lowest renal vein. An intravascular ultrasound catheter was then reinserted into the inferior vena cava documenting filter placement in the appropriate position. The patient¿s medical history has not been provided and there is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor a conclusion about the reported events be drawn. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without the procedural films or post-placement imaging and the limited information provided, the reported events could not be confirmed, nor a conclusion about a relationship between the reported events and the filter be drawn. Anxiety, leg pain and headache do not represent a device malfunction and may be related to underlying patient specific issues, headaches in particular may be related to the history of a severe closed head injury. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Additional information received per the patient profile form (ppf) the patient experienced blood clots, clotting, occlusion of the inferior vena cava, mental anguish, regular headaches, lifelong use of blood thinners (currently eliquis) and pain in the right leg. Medical records received show the indication for filter placement was severe closed head injury and right lower extremity deep vein thrombosis. An optease inferior vena cava filter was then deployed inferior to the lowest renal vein. The intravascular ultrasound catheter was then reinserted into the inferior vena cava documenting filter placement in the appropriate position. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post-implant pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). The instructions for use (IFU) note vessel injuries and recurrent pulmonary embolism as possible long-term complications associated with filter implantation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter.  The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post-implant pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.